Manufacturer narrative:
H.6. Investigation summary: material #: 368650. Lot/batch #: 3186588. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was a saftey shield failure. No patient impact reported. The following information was provided by the initial reporter: customer is reporting that the safety cap broke off when trying to engage safety device for item (B)(4), lot# 3186588. There was no injury or harm to anyone. No photos available as product and packaging has been discarded.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was a safety shield failure. No patient impact reported. The following information was provided by the initial reporter: customer is reporting that the safety cap broke off when trying to engage safety device for item 368650, lot# 3186588. There was no injury or harm to anyone. No photos available as product and packaging has been discarded.